Event description:
Complainant suffered an adverse event with a medical device in 2006. Complainant is a cancer pt that had a rita vascular vortex port. The port was removed in 2006. During the removal a piece of the port broke and traveled to the complainant's lung. Complainant was taken to the emergency room and the foreign object was removed. Complainant wants to know who was responsible for reporting this adverse event and if the adverse event was reported. The complainant's physician told her he had reported the incident. Complainant obtained her medical records and did research to determine the manufacturing firm. Complainant spoke with rep at rita medical system and informed her of the adverse event details. She has completed the medwatch report per our conversation of 10/31/06. There is no indication in maude that a prior adverse event has been filed with FDA. Complainant did not want to provide the physician's name or contact info. Complainant's research also indicated the device may have been positioned incorrectly.